Event description:
Procedure performed: robotic prostatectomy. Event description: complaint received from customer relations team member: I received a call from the below contact regarding cd005 failure. The bag broke immediately with slight pressure as soon as they began pulling specimen. The bag was not full. Additional information obtained from hospital representative via email on 15may2025: narrative from room staff: "bag broke as soon as started pulling specimen out. Bag wasn't full, but broke immediately with slight pressure. The hospital is unable to provide answers to questions about the event and malfunction. Intervention: unk. Patient status: no patient harm reported.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken bag, as the specimen bag was returned broken at the distal portion of the bag. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: robotic prostatectomy. Event description: complaint received from customer relations team member: I received a call from the below contact regarding cd005 failure. The bag broke immediately with slight pressure as soon as they began pulling specimen. The bag was not full. Additional information obtained from hospital representative via email on 15may2025: narrative from room staff: "bag broke as soon as started pulling specimen out. Bag wasn't full, but broke immediately with slight pressure. The hospital is unable to provide answers to questions about the event and malfunction. Intervention: unk. Patient status: no patient harm reported.